Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm aortic valve was treated via a valve-in-valve procedure after an implant duration of 9 years, 10 months due to stenosis. A 23mm transcatheter valve was implanted. After the 23mm valve was implanted, the patient became hypotensive and had ventricular fibrillation. There was sluggish flow to the left main. The sternum was opened and CABG was performed. Patient had atrial fibrillation post CABG. Sternotomy was closed and the patient was transferred to cvicu in stable, but guarded, condition.

Manufacturer narrative:
Submitted supplemental to include additional information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up with the health care provider. It was reported that 21mm aortic valve was treated via a valve-in-valve procedure after an implant duration of 9 years, 10 months due to stenosis. A 23mm transcatheter valve was implanted. After the 23mm valve was implanted, the patient became hypotensive and had ventricular fibrillation. There was sluggish flow to the left main. The sternum was opened and CABG x3 was performed. Patient had atrial fibrillation post CABG. Sternotomy was closed and the patient was transferred to cvicu in stable, but guarded, condition. The patient was discharged in stable condition on post-operative day eight.